Event description:
It was reported that the patient experienced hyperglycemia with a highest recorded blood glucose of 525 mg/dl while using the ilet, with the spouse noting persistent high readings since the prior night and no reported infusion set issues; the agent confirmed the device was attempting to deliver corrective insulin and assisted with a full supply change including new insulin. Symptoms included no reported clinical symptoms. Outcomes included troubleshooting and education completed, including guidance to contact support if needed. Investigation included review of device-reported dosing activity and guided troubleshooting steps. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.